Event description:
Customer was admitted to hospital for high blood glucose. Checked programming, insulin concentration, basal rates/times, bolus history, alarm history, programming is correct. Customer disconnected at quick release and programmed a 3u(u-100)fixed prime with reservoir in pump and insulin exited. Conducted high pressure test and pump alarmed within specifications.